Event description:
New information received: there was actually no hemostasis issue the device simply stopped working. Based on this new information, the complaint does not meet the criteria of a reportable event. Not reportable.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). New information received: there was actually no hemostasis issue the device simply stopped working. New information: based on this new information, the complaint does not meet the criteria of a reportable event. Not reportable.

Event description:
It was reported that during an lavh procedure, the device worked initially but stopped working after a few activations. Another device was used to complete the procedure. There was no adverse consequence to the patient. Rep advised that there was a coagulation/hemostasis issue, but no blood was lost. Additional information has been requested.